Event description:
The patient reported the caretaker accidently hit the joystick of the powered wheelchair causing it to move. The patient allegedly sustained a bruise; however, no additional information regarding the severity of the bruising or treatment pursued was provided.